Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead was dislodged and the helix would extended. The lead was explanted and replaced. The patient is asymptomatic and in good condition following the procedure.